Manufacturer narrative:
Device manufacture date: (B)(4), 2018 - (B)(4), 2018. The device was received for evaluation containing no fluid in the bladder. A huber needle (non-baxter) was connected to the infusor's luer. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The flow rates were found to be within the product specification range, and no evidence of leak was observed between the infusor¿s luer and the huber needle. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this product. Should relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked during infusion with 5fu and saline. There was no patient injury or medical intervention associated with this event. No additional information is available.